Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he doesn't think that the strips were the issue, however the user would not give a clear answer as to whether or not the strips were open for more than 30 days. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". While on the phone troubleshooting with the user, the phone call was suddenly disconnected. There is not enough information regarding the meter and old strips available to further investigate this case. Multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, no resolution is available.

Event description:
On (B)(6) 2023 the user contacted dario to report high blood glucose (bg) readings. The user, who has two dario meters, reported that he had been receiving bg readings that were between 100-120 mg/dl higher on one of his meters than the other. He reported a bg reading of 220 mg/dl with one dario meter compared to a bg reading of 78 mg/dl with the user's other dario meter. Due to the above, the user went to the doctor, where he was told that his a1c was 5.63%, and stated that this is a normal range for him. The user also reported that he received a bg reading of 81.6 mg/dl and an a1c of 5.63% from the labartory test while he was at the doctor's office.